Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a removal 3.5 cannulated screw with broken tip was done on (B)(6) 2021. According to the customer it was clearly visible that the screw tip was broken during screw insertion on (B)(6) 2020 during an osteosynthesis epicond ulnaris procedure. Broken screw tip remained in the bone after screw removal. There was no surgical delay. No further information provided. This report captures the post-op event of removal of css 3.5 screw due to the broken tip, while related complaint (B)(4) captures the intra-op event of cannulated screw that has a broken tip during insertion. This report is for one (1) cannscr ø3.5 self-drill l36/12 tan light this is report 1 of 1 for complaint (B)(4).